Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three ll vlv adpt(stand alone) experienced leakage. The following information was provided by the initial reporter: leaking connection between smartsite and cannula. When smartsite connector was attached to bbraun IV cannula - 22g introcan safety 3 it leaked at luer connection. This occurred on 3 occasions quantity involved -3.

Event description:
It was reported that three ll vlv adpt(stand alone) experienced leakage. The following information was provided by the initial reporter: leaking connection between smartsite and cannula. When smartsite connector was attached to braun IV cannula - 22g introcan safety 3 it leaked at luer connection. This occurred on 3 occasions. Quantity involved -3.

Manufacturer narrative:
A 2000e sample was not available for investigation of this feedback; however the customer indicates that a leakage was identified from the connection to a braun cannula. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19125371 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Furthermore, in this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite device in the past 12 months. H3 other text : see section h.10.